Event description:
Consumer complaint of lo blood glucose results. Expected fasting blood glucose test result range is 60 to 85 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 74mg/dl and 78mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 82mg/dl, (B)(6) 2015, 07:00:00 am; 78mg/dl, (B)(6) 2015, 07:00:00 am; 82mg/dl, (B)(6) 2015, 12:00:00 am; 78mg/dl, (B)(6) 2015, 07:00:00 am; 76mg/dl, (B)(6) 2015, 07:00:00 am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4).